Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety/product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure an opening, crease fold, and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and implant exchange from textured to smooth implant. Healthcare professional later reported implant "valves are facing out and causing pain and discomfort on the patient". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade iii". And "implant exchange from textured to smooth implant". Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported left-side "capsular contracture baker grade iii" and "implant exchange from textured to smooth implant". Healthcare professional later reported "implants valves are facing out and causing pain and discomfort on the patient". Device was explanted.